Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has been previously sent into service for the reported condition of "damaged battery". During previous services, the main batteries and harness were replaced.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.